Event description:
After crossing the lesion with the cypher, upon inflation, the stent failed to inflate. Upon withdrawing the system and closer inspection, a crack on the hub was discovered so it leaked when attempted to deploy it.

Manufacturer narrative:
Add'l info has been requested, and will be submitted within 30 days of receipt. Cypher select product is not distributed in the us; however, it is similar to the us distributed cypher product.